Event description:
An (B)(6) old male patient's wife contacted zoll customer support to report that one of the cables was coming out of the vibration box with wires exposed. The patient's download also revealed a 'gel previously released' flag and an 'impedance high' flag that were not accompanied by an event that would have caused a gel release. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable coming out of vibration box - wires exposed / gel previously released / impedance high) has been confirmed. Upon investigation, the cable running from the distribution node to the rear therapy electrode was pulled from the distribution node, exposing wires. The cause for the 'gel previously released' flags and 'impedance high' flags is a communication fault at the distribution node. The cause for the communication fault is damage to the distribution node and cable. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.